Manufacturer narrative:
Concomitant medical products: product ID: 407652 lead, implanted: (B)(6) 2010, 694765 lead, implanted: (B)(6) 2010, bfxch2615165 stent graft implanted: (B)(6) 2008, ilxch1824135 stent graft implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate therapy for atrial fibrillation (af)/ rapid ventricular response (rvr). It was also noted there was an intermittent atrial undersensing during atrial arrhythmia. The device and right atrial (ra) lead remain in use. No further patient complications have been reported as a result of this event.